Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc (single board computer) and hard drive were evaluated and replaced. Software was installed, nodes were erased and calibration files were loaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.